Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08782; 2134265-2017-08787; 2134265-2017-08855. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During procedure, the physician introduced the opticross¿ imaging catheter in the lad. However, there was no image and pullback failure occurred twice. No patient complications were reported.